Event description:
It was reported that this right atrial (ra) lead was suspected to be fracture. The lead presented high out of range pacing impedance and sensing issues; and MRI was performed to confirmed the allegations. During the removal, the lead broke and the distal tip remained in the atrium. The lead was explanted and replaced. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead was suspected to be fracture. The lead presented high out of range pacing impedance and sensing issues; and MRI was performed to confirm the allegations. During the removal, the lead broke and the distal tip remained in the atrium. The lead was explanted and replaced. No additional information is available at the moment. No additional adverse patient effects were reported.